Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level of 370 mg/dl. The customer bolused and blood glucose was 475 mg/dl. The customer bolused again and later went to work. Blood glucose was 275 mg/dl at work. The customer's recent blood glucose was 241 mg/dl. The customer also had insulin flow blocked alarm. The customer declined to troubleshoot for high blood glucose. The insulin pump will not be returned for analysis.